Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the device coating peeling off at the insertion section was likely from physical stress, chemical stress, or storage environment. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information. Please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing which may have prevented the event: "reprocessing: general policy. Precautions: warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no irregularity before use, and use under the responsibility of a physician. Do not use if any irregularity is found. Storage, transporting outside the hospital, and disposal. Warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found a coating peeling off on the insertion section of the device which was suggested to be user handling or wear and tear. The faulty parts would be replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the airway mobile scope leaked during disinfection. Upon inspection and testing of the returned device, it was observed that the device coating was peeling off at the insertion section. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.